Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that while visiting his ailed wife at the hospital, he had suffered a hypoglycemic event, fell into some bushes at the hospital and ended up in the emergency room. Patient was treated with an IV in the emergency room and was released 3 hours later. Patient claims that his cgm was reading inaccurately at the time of the event, stating cgm/bg values of 110/30 mg/dl. At the time of his call to dexcom technical support, patient reports that he was feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.